Manufacturer narrative:
The pump was replaced by abbott service and the instrument returned to running within specifications. The safety memo and product evaluation indicated the architect i2000sr is certified to the appropriate us, (B)(4), and international safety standards that apply to electrical equipment for measurement, control, and laboratory use. A review of quality metrics did not identify any adverse or non-statistical trend of sparks, smoke, and burning smell emitted from the i2000sr waste pump. Architect system operations manual (201837-108) contains adequate information for electrical hazards. No systemic product deficiency was identified during this product evaluation. (B)(4).

Event description:
The customer stated that he saw a spark in the electrical connector for the waste pump on the architect i2000sr analyzer. Afterwards, the customer reported visible smoke from the same area and a burning odor. The customer unplugged the waste pump and abbott service was dispatched. Service discovered a small leak had occurred, which made the power cable connection on the waste pump wet. A small black stain was observed where the power cable goes in. The waste pump was replaced by service. No injury was reported.